Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an umbilical vessel catheter. The customer reports alarm heard, the nurse observed blood on patient's abdomen, pressure was applied over umbilicus. Observed umbilical arterial catheter line disrupted. Patient expired approximately 2 months after this incident. It is unclear if there is any correlation between the device and the patient's death.

Manufacturer narrative:
(B)(4). It was reported to covidien that a premature infant died two months after the use of the umbilical vessel catheter. The incident is the subject of a criminal investigation, and as such additional information is not available to covidien. The description of the use of the device does not indicate a device malfunction. The incident was described as "alarm heard, nurse observed blood on the patient's abdomen, pressure was applied over umbilicus. Observed umbilical arterial catheter line disrupted." We could not obtain clarification regarding the use of the term "disrupted." Based on the extremely limited information provided, no further investigation is possible at this time. Should additional information become available, the record will be re-opened and further investigation will be conducted.